Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results. Correction: upon further investigation, it was determined that the blade retainer is a large component and is unlikely to result in a death or serious injury. This event is not reportable.

Event description:
The manufacturer field service technician reported that the device had missing blade retainer while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer field service technician reported that the device had missing blade retainer while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.